Manufacturer narrative:
We received an FDA medwatch report (mw5091846) on 01/06/2020. The reported incident is a heat shrink failure on a scissor tip. The catalog number listed was 3152r and the lot number 391406. Microline surgical does not use an r in their disposable tip catalog numbers and this lot # is not a microline number. The information of the reporting facility was not provided on the medwatch report. Therefore we cannot contact the reporter for more information or to have the device returned. We believe that the microline surgical scissor tip was reprocessed by another organization prior to this failure. Microline surgical disposable tips are single use devices and should not be reprocessed or reused. The instructions for use (IFU) and label clearly provide this information. As such, we can not be responsible for a failure of a reprocessed device.

Event description:
A third of the protective sheath came off the end of the scissor tip.